Manufacturer narrative:
(B)(4). Added additional information: the device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
It was reported that during a cystectomy and gyn procedure, the tissue pad melted. The rep also reported that half of the tissue pad was detached and missing from the jaw, but it was not left in the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.